Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a video cholecystectomy procedure, there was continuous leakage of the trocar harming the image. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the d11lt device was received in a good physical condition. Upon evaluation of the device, the duckbill and the universal seal were found to be slightly open. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery.  As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.